Event description:
Follow-up from the funeral home where services were performed provided that the cause of the patient¿s death was due to acute hypoxic respiratory failure and pneumonia.

Event description:
It was discovered through routine follow-up that a vns patient was deceased. An online obituary provided the date of death as (B)(6) 2014. Additional relevant information has not been received to-date.